Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. The exact date of event is unknown. It was reported this issue occurred sometime between (B)(6) 2015.

Event description:
It was reported the spo2 was not reading correctly; it drops to 11%. There was no patient consequence or impact as a result of the issue. No other details provided.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected data: updated lot number.